Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance. However, the nonconformance was identified as a cosmetic issue and the product was replaced or reworked and consequently released. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2005. It was reported that the pt lost stimulation. He stated that the transmitter battery was charged. The pt reported that we would contact his physician concerning this issue. No further info is available at this time.